Event description:
The customer reported the sys displayed a stator not on error and the sys was intermittently rebooting. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The cable harnesses were replaced. The sys was then found to be operating as intended.